Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported that the reservoir of an intermate sv 100 ruptured before use. The device had been filled with 90 milliliters of normal saline when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The lay user/patient's relative contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA # (B)(4). Batch review determined that a nonconformance report was documented for this lot, but the issue in the nonconformance report is not foreseeable to contribute to the reported problem. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.